Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level over 500 mg/dl and life threatening high ketones. The customer was treated with intravenous saline and insulin and was released from the ICU on (B)(6) 2022 with no permanent damage. The cause for the reported issue was due to the pump battery being unable to charge with the tandem-provided usb cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.